Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported receiving multiple no delivery alarms on the insulin pump. Customer stated she would change out her reservoirs and sometimes it would work and other times it would not. Customer's blood glucose was over 200 mg/dl. The customer was advised the reservoirs would be replaced, but did not agree to return the product for analysis.